Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinician that the ventricular lead exhibited noise possible loose connection or set screw may not be tightened. The clinician has not spoken to the patient and did not know of any symptoms. No intervention had been reported.